Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal clevis at one side of the ears of the clevis. The broken piece was not returned with the instrument. For clarification, cable is not broken as reported by the customer but what is found to be broken is the distal clevis in one side. Distal clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken part do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the cable on the permanent cautery hook instrument appeared to be broken. There were 2 out of 10 lives left. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the broken cable was noticed during the procedure, but prior to insertion of the instrument into the patient's abdomen.